Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2017 at the patient's request. -device was found in correct position/geometry. -the physician noted that the explant was initiated by the patient. -physician noted that the patient's symptoms have not improved since explant and believes that the linx had "nothing to do" with the patient's symptoms.